Event description:
It was reported that the bd alaris¿ secondary set tubing broke from the drip chamber. The following information was provided by the initial reporter: "tubing pulled away from drip chamber. When one of our rns was taking completed down today the point where the tubing touches the drip chamber on the tubing completely broke."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12/28/2021 h.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Upon evaluation of the submitted sample, the drip chamber is separated from the tubing at the drip chamber outlet. Inspection of the components under magnification indicate a lack of solvent on the drip chamber outlet and tubing. A device history record review for model 11448964 lot number 21099115 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11448964 lot number21069662 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11448964 lot number 21043390 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is the lack of solvent between the drip chamber outlet and the tubing allowing for the tubing to separate easily without much force applied. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21099115 regarding item #11448964. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21069662 regarding item #11448964. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21043390 regarding item #11448964. See h.10.

Event description:
It was reported that the bd alaris¿ secondary set tubing broke from the drip chamber. The following information was provided by the initial reporter: "tubing pulled away from drip chamber when one of our rns was taking completed down today the point where the tubing touches the drip chamber on the tubing completely broke."